Event description:
Revision of a knee implanted (B)(6) 1996. Revised on the (B)(6) 2010 nb porocoat femur was cemented in 1996. Update: in a f/u with the rep, it is stated the reason for revision is poly wear - (B)(6) 2010.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable and or non-verifiable. The investigation could not draw any conclusions about the reported poly wear. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.